Manufacturer narrative:
(B)(4) (cross- threaded). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive surgical (mis) transforaminal lumbar interbody fusion (tlif) at l4-s1 levels, for the treatment of degenerative lumbar scoliosis (dls) due to lumbar spinal canal stenosis (lcs). During surgery, it was found that the left l4 set screw idled during final tightening after compression. The set screw was cross-threaded and it was replaced with a new one. Reportedly, no fragments were remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.